Event description:
It was reported that IV tubing was connected to patient's peripheral IV, flushed easily and was working okay. However, five minutes later, IV tubing leaked and found to have cracked into multiple pieces at the hub where it connected to the patient's peripheral IV. Although requested, additional information was not provided.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that IV tubing was connected to patient's peripheral IV, flushed easily and was working okay. However, five minutes after, IV tubing leaked and found to have cracked into multiple pieces at the hub where it connects to the patient's peripheral IV. Although requested, additional information was not provided.